Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is experiencing sporadic shocking sensations that last a few seconds at her ipg site. The pt indicates the shocks occur when laying down on or sitting against the ipg. The shocks are described as pins being jabbed into her hip where the ipg is located. The pt turned her stimulation off. The pt is to meet with her physician as the next course of action.